Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008; inratio: 0.9; lab: 1.9; inratio: 5.6; lab: 7.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 0.9; lab: 1.9; mean: 1.4; confidence limits: 1.1-1.9; inratio: 5.6; lab: 7.5; mean: 6.55: confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, inratio value was outside the confidence limits for inr testing. Products will be tested when returned. For the second set of data, both values were greater than 5.0, the values were not considered inaccurate.